Event description:
It was reported that the device was displaying the low oxygen error message and shut off by itself. As a result, the patient was unable to breathe. A replacement device was sent to the patient. No additional information is available at this time as multiple attempts to contact the patient were unsuccessful.

Manufacturer narrative:
The inogen team attempted to contact the patient for further information three times with no response. The unit received with a reported system error, confirmed with contaminated zeolite. Incoming internal 02 measured 66.6% and external 0 2 measured 59.4%, both below specification. The issue was identified as psa cycle (according to the data log) being high (16) caused by zeolite contamination from moisture absorption. Also damaged compressor mount due to compressor vibration the uip was also replaced due to cosmetic damage.